Event description:
It was reported that an omega lag screw was left in the patient as it was unable to be removed during the previous surgery. The patient subsequently requested that the lag screw be removed. An instrument broke during the second attempted hardware removal. The patient was not able to be revised. The surgeon elected to leave the hardware in the patient. The sales rep was not present for the previous surgery.

Manufacturer narrative:
Device remains implanted. If additional information is received it will be reported on a supplemental report. Device remains implanted.